Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 1 month post implant of composix kugel mesh, patient was diagnosed with seroma and infection thereby underwent hernia repair. The instructions-for-use supplied with the device list seroma as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the manufacturing date (15-sep-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated incisional hernia thereby underwent open hernia repair with the implant of composix kugel mesh. Per operative notes, "the hernia sac with multiple bowel loops was noted and opened. Multiple pockets of hernia extending into subcutaneous tissue and multiple loops of small bowel stuck in the pockets. The pockets were widened and bowel loops were reduced. The hernia sac was completely excised. The defect was opened and a composix mesh was placed and sutured." (B)(6) 2015 - patient was diagnosed with chronic seroma thereby underwent drainage. (B)(6) 2015 - patient was diagnosed with chronic large abdominal wall seroma thereby underwent excision of seroma and abdominoplasty. Per operative notes, "the seroma was identified along with mass, which was carefully dissected. The thin area of seroma was entered and the fluid was suctioned. The thick material out of the seroma was excised. Thin layer of seroma wall on the mesh was scarped and excised." Attorney alleged that the patient had adhesions, infection, pain, seromas and emotional injuries.